Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter aortic valve into an existing non-medtronic valve, dissociation occurred from the arch region to both lower limbs prior to the procedure. On the right side, there was an entry in the internal iliac artery (iia). A dissection could not be confirmed in the external iliac artery (eia). After the 18 french long dry seal sheath was inserted and right transfemoral access was performed, it was confirmed that the dissection was still expanding in the lower extremity after placement. Since the dissection occurred prior to the surgery, no particular treatment was performed and the procedure was completed. Per the physician, the cause of the type a dissection was poor vascular properties that were dissociated due to the passage of the sheath and device.